Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that stent moved on balloon occurred. A 4.00 x 32mm synergy megatron drug-eluting stent was selected for treatment. However, during insertion, the balloon got displaced while being positioned in the artery. The device was then replaced, and the procedure was completed. There were no patient complications reported.

Manufacturer narrative:
B5. Describe event or problem updated.

Event description:
It was reported that stent moved on balloon occurred. A 4.00 x 32mm synergy megatron drug-eluting stent was selected for treatment. However, during insertion, the balloon got displaced while being positioned in the artery. The device was then replaced, and the procedure was completed. There were no patient complications reported. It was further reported via user medwatch (B)(4) that the device was removed.

Manufacturer narrative:
B5. Describe event or problem updated.

Event description:
It was reported that stent moved on balloon occurred. A 4.00 x 32mm synergy megatron drug-eluting stent was selected for treatment. However, during insertion, the balloon got displaced while being positioned in the artery. The device was then replaced, and the procedure was completed. There were no patient complications reported. It was further reported via user medwatch (B)(4) that the device was removed.